Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. This report is submitted september 06, 2019. - attachment: [148936 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on july 10, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.